Event description:
Reporting status: serious injury/hospitalization/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Patient experienced angina and was admitted to the hospital where revascularization of the target vessel, proximal lad, with a drug eluting stent was performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information . Angina and restenosis, as listed in the IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem. The angina was likely secondary effect of the restenosis, which was treated with hospitalization and revascularization with another drug eluting stent. A conclusive root cause for the reported patient issues and the relationship to the device, if any, cannot be determined.